Manufacturer narrative:
The event/therapy occurred on an unspecified date in (B)(6) 2019. The customer reported this event to the FDA through medwatch (B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that for eleven (11) clearlink continu-flo solution sets, the tubing separated from the luer lock fitting attached to the patient's intravenous (IV) during infusion. It was reported that unspecified fluid and antibiotics continued to flow through the open tubing which ¿saturated¿ the patient and floor. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was manufactured january 09, 2019 - january 10, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.